Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product fk906r - kerrison det130 deg up 1mm 180mmthp. According to the complaint description, during neurosurgery a missing screw was noticed on the rongeur. This was noted after the surgeon had complained that the instrument was not working properly. The scrub nurse and rest of nursing team searched instrument basket, instrument trolley, area around the patient and the theatre table to locate the screw. The flow was searched with a magnetic roller and damp wipes. The surgery was temporarily stopped and wound site was searched by surgeon. When it was not located an x-ray of operation site was taken and no screw was found. Surgery recommenced; there had been a delay during the surgery for approximately 45 minutes. Another kerrison was used to complete the procedure. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Additional information: d9 - product return. H3 - yes, evaluation. H6 - codes updated. Investigation results: visual inspection: no deviations in the product or material could be detected. Unfortunately, the screw, which could provide possible clues, is not available for investigation. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are currently no further complaints with this lot and error pattern at hand. The batch for this instrument is not known, but the following batches could be determined for the year of manufacture 2012 and the check could be carried out: 51852588, 51857848, 51860406, 51863498, 51869881, 51871896, 51873824, 51890977. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: based on the investigation results, a conclusion or root cause for the reported issue could not be determined. Where and when the screw was lost is unknown. There is no indication for a material, manufacturing, or design-related failure. In order to ensure a functioning instrument during the operation, the following points from the associated instructions for use (IFU) (ta010668 2024-04 change no. Ae0063928) should be observed: "risk of injury and/or malfunction! - prior to each use, inspect the product for loose, bent, broken, cracked, worn, or fractured components. - always carry out a function test prior to each use of the product." Another point from the IFU that should be considered is: "do not remove drive pin 9 and screw 10 during disassembly, as this could lead to loss or loosening of the pin and screw" based upon the investigation results, a CAPA is not required.